Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and replaced the graphic user interface (gui) printed circuit board (pcb). The hardware was updated on the backlight inverter printed circuit boards (pcbs). The ventilator passed self-testing.

Event description:
It was reported that the 840 ventilator's lower display was erratic. The ventilator was not on a patient at the time of the event.